Manufacturer narrative:
A partial lead was returned in three pieces measuring 9.5cm from the connector portion, 24.2cm of the middle piece and 56cm from the distal end. Internal insulation abrasion breaching the ring electrode cable lumen was noted from 1.5cm to 2.7cm on the distal piece.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented for lead revision procedure. On (B)(6) 2019 the lead was explanted and replaced. During explant, the lead exhibited externalized conductors. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up after an unrelated procedure. Upon interrogation, the patient¿s left ventricular lead exhibited high capture threshold. No intervention was performed. The patient was stable and will be monitored.